Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, did not experience repeat cgm error after reset, and successfully started new sensor session.